Event description:
Patient was revised. Report states that patient had developed a staph infection approx 7-10 days before revision. During revision it was noted that the acetabular cup was not ingrown, but not grossly loose and synovitis was also present.

Manufacturer narrative:
(B)(4). Litigation received alleges patient had additional surgeries, permanently harmed by metal poisoning and metallosis. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.